Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer advised customer to remove the 30-degree endoscope plus from the universal surgical manipulator (usm), press the clutch the bottom of the usm and then reinstall the endoscope. The issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to improperly seated endoscope. It can be resolved by reseating the part and power cycling the system, if necessary. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the 30 degree endoscope plus had an issue as the up and down was incorrect. The procedure was completing as planned with no reported injury.